Event description:
It was reported that cgm showed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through full pump reset, confirmed that error message did not return after reset, and then successfully started new sensor session.